Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the user facility was unsure which pressure module had the issue so he tested both modules that were available and they both functioned as intended. The unit operated to the manufacturer's specifications. The information of the other pressure module that was tested was: part number: 802112, serial number: (B)(4), date of manufacture: 04feb2009.

Event description:
It was reported that the pressure module had an issue with pressures zeroing. No other details regarding the nature of this event were provided.